Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received in backup mode with battery voltage still at normal level. Final analysis found the device went into backup mode due to a hardware reset error which was reproduced at cold temperature. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the pacemaker was interrogated before use and was found to be in back-up operation mode.